Event description:
During an in-clinic follow-up, the device was found to have entered backup vvi (bvvi) mode with no high voltage therapy available due to off-label magnetic resonance imaging (MRI) exposure. Abbott technical support was contacted, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.